Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/17/2010 and 02/26/2010 by phone, fax, and mail. A completed questionnaire was received on 02/19/2010. (B) (4). (B) (4)..

Event description:
A surgeon reported a patient with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the patient also has corneal abrasion which is being treated with medication. The surgeon stated that the corneal abrasion is causing some irregularity and distortion on the corneal k measurements. He also stated that he continues to monitor the patient. In the surgeon's opinion, the device did not cause/contribute to the event.